Manufacturer narrative:
Unit passed the self-test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and unexpected restart error test. No unexpected restart alarm noted. The test reservoir volume matches the units remaining in the status screen; however, the unit failed the displacement test due to motor encoder signal out of phase. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported to have experienced a delivery anomaly. Customer reported that too much insulin may have been delivered due to inulin pump showing that there was 40 units of insulin but reservoir was actually empty. Customer's blood glucose was 170 mg/dl. Customer was not sure if a larger than required fixed prime was programmed. Customer changed battery in insulin pump and received an unexpected restart alarm. Customer was not able to complete troubleshooting due to needing to pump reservoir into insulin pump. Emergency supplies would be sent.